Event description:
It was reported that a patient implanted with an impella 5.5 experienced a placement signal not reliable alarm. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the device was implanted and initially positioned adequately. Following removal of the 5.5 axillary kit peel-away sheath and advancement/securing of the blue suture ribs, the device rotated within the heart toward the mitral valve. Using the sterile sleeve and locking button, approximately 15 minutes were required to reorient the device to an apical position. The physician stated that blood entering between the blue hub and catheter created significant difficulty while torquing the device during repositioning. The device was inserted via the left axillary artery.

Manufacturer narrative:
B5 narrative updated and h6 medical device problem code has been updated. Section d4 catalog number was corrected. Section d4 primary UDI number has been updated.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the issue was not established as no product was returned for analysis and limited information was provided. The cause of the issue was not established as no product was returned for analysis and limited information was provided.

Manufacturer narrative:
D4. Serial corrected. D6a. Implantation day, month and year added.